Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) associated with this complaint and completed investigations. Failure analysis investigations could not replicate the customer reported complaint but could confirmed as having occurred via field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The esii pca will be replaced as a precaution. There was no trouble found with the returned psm.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, patient side manipulator (psm) 3 had non-intuitive motion. The customer contacted intuitive surgical inc. (Isi) technical support engineer (tse) after the procedure was completed. The caller indicated that psm was not responding. Tse reviewed the logs and did not find any relevant error. The caller indicated that the surgery was completed without any patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the patient side manipulator (psm). Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the simple prostatectomy procedure on (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.